Event description:
Reporter alleged a discrepant patient blood glucose result of hi (greater than 600 mg/dl) at 8:41 am on the inform system compared to a lab measurement of 144 mg/dl performed at 8:50 am. No treatment was reported received by the customer due to awaiting lab results to determine which treatment would be needed, if any. No other actions were reportedly taken. Quality control testing was performed on the system and both levels indicated values that were within acceptable ranges. A request was made for the return of the suspect device and replacement product was sent.